Event description:
The device fell into the patient's stomach with the plug and external bolster attached to it. Found 1 day after placement. The sample was discarded and the fallen part was expected to be removed with bowel movement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.